Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit her head. Since then, her hearing performance with the device has been affected.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device has been explanted however it has not yet been received for investigation.

Event description:
The recipient hit her head. Since then her hearing performance with the device has been affected. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient hit her head. Since then her hearing performance with the device has been affected. Re-implantation performed on (B)(6) 2018.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported accident appears very likely. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation surgery is considered, but a date for it has not been provided yet.

Event description:
The recipient hit her head. Since then her hearing performance with the device has been affected. Re-implantation is suggested.